Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found that the insulation was abraded at 69.7 cm to 69.9 cm and 70.1 cm to 70.9 cm from the connector pin.